Manufacturer narrative:
Additional information was received that the damage to the suction module was cosmetic, but there was no functional failure. Maximum suction remained available. The event was not reportable. H3 other text : additional information was received that the damage to the suction module was cosmetic, but there was no functional failure. Maximum suction remained available. The event was not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction module was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a crack of the suction module causing a loss of suction. There was no report of patient involvement.